Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified external iliac artery. After a non-bsc guide wire crossed the lesion, plain old balloon angioplasty was performed using a 4mmx40mm sterling balloon catheter. A 8mmx40mm epic stent was then implanted and a 7mmx40mm sterling¿ balloon catheter was advanced for post dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 7mmx40mm non-bsc balloon. No patient complications were reported.